Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6)2012. Product type: extension. (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient stated he was feeling "stimulation from the middle of his back to his toes, when it was only expected to be in his back." This had been occurring since (B)(6), when the patient had his programming set up. The patient stated that when he laid down on his recliner, his stimulator "lit him up." The patient also reported that his patient programmer displayed the "sitting position even when he was standing upright." The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.